Event description:
It was reported by the pt that an angio-seal was deployed post coronary angiogram and stent placement. The pt reported their groin hurt for the next four months. In (B)(6) 2008, the pt went to the emergency dept where an ultrasound was performed. The ultrasound was negative for blood clots in the leg and the pt was hospitalized for 4 days. The pt continues to have pain in her leg which she describes as radiating pain. The implant and event dates are month specific; the exact dates are unk. Attempts were mae to gather add'l info about the event without success.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.